Event description:
It was reported that a spectrum infusion pump failed to recognize closed door during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, reported problem of cannot get past " close door" was reproduced as door not fully latched. A review of event history log revealed door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be malfunctioned upper auxiliary. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.